Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast surgery with 275cc saline mentor siltex round moderate profile breast implants and experienced unilateral deflation on an unspecified side postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The serial number of the impacted device is either (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2021, mentor became aware of the patient's age at the time of event, the patient's ethnicity, date of event and date of implantation. Mentor also became aware that the patient experienced unilateral deflation on the left side. Manufacturer's reference number: (B)(4).